Manufacturer narrative:
This MDR is result of a retrospective review of complaints. User was educated on potential sensor inaccuracy during the first few days after insertion, sensor lag, and proper calibration techniques. Customer care inquired about an examples of inaccuracies, which was never received from the user as the user stopped communicating. No further investigation was possible. As a result, customer complaint could not be confirmed.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where patient experienced inaccuracies in sensor readings because of which she is willing to get her sensor removed.